Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the high blood glucose (bg) alert annunciated inappropriately. Reportedly, the bg reminder had been set to never repeat. Blood glucose level was 261 mg/dl. Reportedly, the customer adjusted the pump settings.